Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the foreign objects could not be established. The most probable cause for dirt on objective lens is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited both the aw-cylinder and the aw-tube with foreign objects. Additionally, the subject device had dirt on objective lens causing foggy image. There were no reports of patient involvement.